Manufacturer narrative:
The device is not returned. As such, an actual device evaluation is not performed. An evaluation is done based on historical records. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h3, h6, and h10. The device history record review for lot number 9z05 indicates that the devices were manufactured in accordance with procedure. No device has been returned for investigation. A sample unit with a different lot no.(h0201) to check the reported failure of leak due to breakage. It was confirmed the biopsy valve can be used without any damages as long as it follows correct handling procedures. However, breakage is likely to happen if it is handled in an incorrect way. For example, angled insertion of instrument into the hole would make it getting stuck in the rubber part of the valve, and forcibly pushing it would cause damage to the valve. Following could cause damage to a biopsy valve: angled or incomplete insertion of a syringe. Angled insertion of an instrument into the hole would make it getting stuck in the rubber part of the valve, and forcibly pushing it would cause damage to the valve. The instructions for use includes the following statements: 7.4 feeding and aspirating solution with a syringe: insert a syringe firmly and hold it perpendicular to the valve. Feed or aspirate solution from the syringe as necessary. Angled or incomplete insertion may result in leakage of solution from the valve. 7.5 inserting and withdrawing the endo-therapy accessories: insert the endo-therapy accessory into the valve as straight as possible. Angled insertion and withdrawal of the endo-therapy accessory can cause excessive resistance, and the endo-therapy accessory or biopsy valve could be damaged.

Manufacturer narrative:
This is the first of three associated medwatch reports filed for this event. Three failed devices were involved in the event. Additional information for this event is not yet available. The device has been discarded and will not be returned. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during testing the device leaked. Two other devices from the same lot were also tested and were found to have leaked as well. A device from another lot, when tested, did not fail. There is no patient involvement and harm or adverse impact to any patient.